Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 17748229l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso® nav eco variable catheter. It was initially reported that the flex variability of the catheter was not optimal. Changing the catheter resolved the issue. There were no patient consequences reported. This issue was assessed as not reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster failure analysis lab received the device for evaluation. It was noted on june 5, 2018 that the catheter loop was deformed. This issue was assessed as not reportable. The potential risk that it could cause or contribute to a death or serious injury was remote. Additional assessment was performed on june 20, 2018 and it was confirmed that the catheter loop was deformed. It was also discovered that there was damage observed between ring #20 and #21 and the internal wires were exposed. The deformation at the loop was not reportable in itself. If the catheter loop was deformed; however no internal components were exposed, then the potential risk that it could cause or contribute to a death or serious injury was remote. However in this case, per the additional assessment of the internal wires exposed between ring #20 and #21, the broken loop has now been assessed as a reportable issue. The awareness date of this reportable issue was june 20, 2018.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso® nav eco variable catheter. It was initially reported that the flex variability of the catheter was not optimal. Changing the catheter resolved the issue. There were no patient consequences reported. The device was visually inspected and the lasso loop was observed deformed and during the second visual inspection a damage was observed between ring #20 and #21 and internal wires could be seen. Then, the deflection test was performed and it was found within specifications, the catheter was deflecting correctly however, the contraction test failed. The lasso loop was observed under x ray machine and the internal wires were found twisted around the nitinol. Then, the catheter outer diameter was measured and it was found within specification. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line, functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on the loop and the internal wires around the nitinol cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).